Manufacturer narrative:
The field service engineer (fse) found a piece of rubber stopper was blocking the drain port on the nrbc and diff mixing chambers on the instrument. The fse cleaned up the leak and removed the stopper pieces from the drain ports on the nrbc and differential mixing chambers. The fse also cleaned the valve 222 to remove the blood residue buildup, replaced the vacuum chamber 222 (vc222) as it appeared to be cracked around the flange. (B)(4).

Event description:
The field service engineer (fse) reported a leak under the amtc (air mix temperature chamber) module on the dxh800 instrument. The leak volume was reported as 50 ml and the leak was contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.